Event description:
The facility reported that the pt was on the lift in an upward standing position. The pt was being moved from her room to the hallway. When moving over the threshold, the bump from the threshold jolted the pt and the lift, causing the pt to fall (rope detached from sling). The pt fell to the floor. No injuries were reported. MFR report no. 2009-200.